Event description:
It has been reported there was an ambulance traffic accident. In addition to the driver and passenger seated in the cab, the rear compartment of the ambulance contained a neonate in respiratory distress, a respiratory therapist, and a nurse. The neonate was being transported in an isolette that sat atop a cot. During the traffic accident, a leg of the stryker cot allegedly broke cleanly from its locked position in the floor of the ambulance and the cot toppled over into the nurse. The baby reportedly was tossed into the air and landed in the nurse's lap on the floor.

Manufacturer narrative:
Event occurred in 2009 and was just now reported. The current state of the device involved in the incident is not yet known. Further info found to be relevant by the MFR will be added to this investigation. A f/u MDR will be submitted.